Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless during surgery. When the pt was in the intensive care unit, the pump alarmed "helium loss" many times. The iab was checked and found to be okay. The pump was exchanged off the pt and sent to a third party service organization. According to the third party service organization, the failure could be reproduced and the cause of the failure "most likely was due to former blood pollution." Per third party service organization "pollutants in the system might lead to leakage in the helium circuit - air bleed valve is leaky due to the pollution." The pt outcome is listed as okay.